Event description:
It was reported that the insulin pump required multiple presses in order to garner a response from the act button during the fill tubing process. The blood glucose reading was 92 mg/dl. The insulin pump passed the self test during troubleshooting, but the customer was advised that the insulin pump be replaced. Nothing further reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with cracked case at display window corner, reservoir tube lip and minor scratched display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.